Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres for 3 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.